Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with two neurostimulators for non-malignant pain. It was reported that the patient was charging the implantable neurostimulator (ins) too often; they were charging every six weeks, so therefore the rep requested the data file. The patient specified that the ins battery level depleted every six weeks, would charge completely and then deplete again. It was noted that the patient stopped using the ins since (B)(6) 2017 because they were not in pain and the patient had a reminder to recharge every six weeks. Lastly, both of the patient¿s ins¿s were depleted at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. Additional information was received from the rep on 2017-aug-10 indicating that they had no further information. There were no further complications reported or anticipated.